Event description:
The patient stated that he was hospitalized due to an abscess the occurred at the application site. The patient was wearing the v-go 40 device on his abdomen. Patient stated that he has a history of infections. Patient stated that he was admitted on (B)(6) 2019 and released from the hospital on (B)(6) 2019.